Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was not receiving get adequate pain relief and experienced pain when the scs ipg was placed in MRI mode. As a result, surgical intervention was undertaken on (B)(6) 2017.